Event description:
It was reported that during an iliac vein angioplasty and stenting procedure, a balloon detachment occurred. The lesion was located in the right iliac vein. Another manufacturer's 9fr sheath and another manufacturer's guide wire were inserted. The xxl 16mm x 4mm balloon catheter was advanced to the lesion. It was unknown if, or how many times, the balloon had been inflated. The physician attempted to withdraw the balloon catheter, however, "a lot of resistance on the balloon" was encountered. Upon continuing attempts to remove the device, the "catheter and balloon separated from the main catheter". It was noted that the portion of the device containing the balloon remained inside the vein while the main catheter portion was removed from the patient. The physician performed a veinotomy and attempted to remove the detached portion with a hemostat, however, this was unsuccessful. The patient was taken to the operation room where a surgical cut-down was performed and the detached portion of the balloon catheter was successfully removed. Upon inspection of the detached balloon, it was noted that the balloon had "compressed into a small ball of material" and the distal ro marker was missing. Both the balloon segment and patient were examined under fluoroscopic visualization, however, the ro marker was not observed. No further intervention was performed. The patient's status is reported as "fine".